Event description:
It was reported that the right atrial (ra) lead triggered a warning due to high impedance and also experienced a polarity switch. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was further reported that the ra lead was capped and replaced due to medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).